Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump had a frozen display and the time was not advancing. The customer stated that the device alarmed low reservoir, and it was unable to clear the alarm as the device was unresponsive. Troubleshooting was performed. The insulin pump was rested for two hours and still was unresponsive. No further information was provided.